Manufacturer narrative:
Investigation summary: customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label. Customer reported that the needle did not penetrate the skin which lead to insulin leaking out of the injection site and caused pain to the consumer and bruising. It was noted that the needle was bent after the injection as well. The returned pen needle was examined and it exhibited a bent patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle bent at patient end of the cannula. Investigation conclusion: potential root cause: manufacturing process - the potential root cause lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle bending and also potentially the hub breaking (in some cases). Also, the presence of the deep indentation displayed in the epoxy and plastic hub area, created by the cannula shaft attests to the severe bending that possibly occurred during the manufacturing process.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with leakage. There was no report of injury or medical intervention.